Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of "the door is jammed" through the history log. Review of the history log shows multiple "door jammed" messages. The evaluation was unable to reproduce the alarm during evaluation. The device meets specification for the reported symptom. The door hooks and latch pins will be replaced as they have been shown to resolve this condition.

Event description:
It was reported that a pump door is difficult to open and the door is jammed. It was also reported there was no pt involvement.